Event description:
The pt was implanted with smooth saline prosthesis on 6/7/95. Subsequently the physician noted that the pt had developed breast pain in both breast and removed the prosthesis on 7/18/96. No add'l info regarding this occurrence is available at this time.